Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently non-functional. The root cause for the intermittent response button was unable to be positively identified. No adverse event resulted from the defective response buttons.

Event description:
A us distributor reported that a patient's response buttons were non-functional.